Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an internalbrace atfl, the screw of the 4.75mm swivelock is broken during insertion despite proper drilling and tapping. The surgeon describes that there was a resistance during insertion so that the anchor could not be screwed in more than halfway. When unscrewing, the thread was already slightly pressed in. The surgeon then tried to insert the screw but the same problem remained. The screw was removed and it was noticed that the tip of the screw was broken. All fragments were completely removed and the surgery was successfully finished using a device from another manufacturer. There was no patient harm reported. Update 26-nov-2019: the patient contacted arthrex gmbh by himself regarding invoice issues. In this email he also complaint that due to the device failure of ar-1678-cp the surgeon needed to drill another hole to implant the device of another manufacturer. The patient complaint about the second hole which is an additional damage on his bone and also the healing process took longer then planned due to this incident. Arthrex gmbh was not notified about the complete incident before.